Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient experienced high blood glucose levels for more than four hours on (B)(6) 2026 which was treated with insulin pump and changed the infusion set. Patient does not know the cause of high blood glucose level. No further information available.